Event description:
The customer reported that the sys would not power up/boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced blown fuses. The sys operates as intended.